Manufacturer narrative:
Additional information was received. It was reported that on (B)(6) 2025 recurrence of atrial fibrillation (afib) was confirmed in the lspv, rspv, and ripv, and catheter ablation was performed. The clinical laboratory values were: chads2 score 1, cha2ds2-vasc score 2, and mhasbled score 2. A recurrence of afib is a recognized complication of the diagnosis of cardiac arrhythmia, and it can indicate that therapeutic procedure of cardiac ablation was temporarily effective. The recurrence of a pre-existing afib arrhythmia is not considered an adverse event from the cardiac ablation procedure nor a failure of the device. H 6. Medical device problem code has been updated, and the code of appropriate device problem term/code not available (a27) has been added. This code, a27, represents pre-existing condition. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number 31411486l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) cardiac ablation procedure with a varipulse¿ bi-directional catheter and approximately 4 months after the index afib ablation procedure, the patient experienced sinus node dysfunction (sinus arrest or sinus block), heart block treated with a permanent pacemaker implanted. On (B)(6) 2024, the varipulse catheter was used during catheter afib ablation procedure for paroxysmal atrial fibrillation. The ablation was performed for pulmonary vein isolation (pvi) and other than pvi with the varipulse catheter, and the procedure was completed without any issues. On (B)(6) 2024, the patient was discharged. On (B)(6) 2025, the patient developed sinus node dysfunction (sinus arrest or sinus block), heart block treated with permanent pacemaker implanted. Hospital stay was extended. The patient¿s condition improved. The physician assessment of the health hazard was considered serious. The physician's opinion on the relationship between the event and the product was that there is no relationship with the procedure. No relationship with the varipulse catheter. No relationship with the trupulse generator. No abnormalities observed prior/during use of the product. The patient¿s medical history and concomitant diseases were hypertension, aortic regurgitation (ar), and sinus node dysfunction. The complaint product(s) will not be returned for analysis. One catheter was used for sheath and catheter exchanged. The number of performed ablations were 21 ablations (lspv5, rspv5, lipv6, and ripv5) with pfa energy delivered within the pulmonary veins. This event is being reported conservatively since the event cannot be disassociated from the index procedure.